Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery because they were dissatisfied with their existing device. The existing ipp was explanted as a result. The patient was not implanted with a replacement penile prosthesis. The patient was reported to be doing well after the explantation procedure. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery because they were dissatisfied with their existing device. The existing ipp was explanted as a result. The patient was not implanted with a replacement penile prosthesis. The patient was reported to be doing well after the explantation procedure. The explanted ipp was returned and analysis completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of patient dissatisfaction could not be confirmed via analysis. The cylinders and reservoir were visually and functionally tested performing to specification. Functional testing was then performed on the pump component at which time it was confirmed to not inflate properly. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation ncep/CAPA/scar is being initiated.